Event description:
A patient reports an abcess of the pump wound with a fever and vomiting. The patient reports the pump was implanted in 2002. After less than two months, the pt presented with a fever and an abcess over the pump site. The pt reports vomiting and being delerious. A drain was implanted and the pt was put on antibiotics. The pt reports being hospitalized because the pump eroded through the skin and the wound had opened. The infection still had not resolved and the pt was still on antibiotics. The MFR representative confirms that after the last refill, the pt was having problems with the wound opening. The pt was admitted to the ER and subsequently had the entire device explanted. The pt reports losing a lot of spinal fluid when the catheter was removed. The hcp is doing testing to see if the pt is rejecting the pump material. Based on those results, the hcp will propose a new implant in the future. The drug used in the pump is morphine.